Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the sheath was inserted through pu ncture of the right common femoral artery (cfa) and the transcatheter aortic valve implantation was performed successfully. However, when the puncture site was stopped using a non-medtronic perclose device, difficulty to remove the non-medtronic perclose device was noted. So, the puncture site was confirmed by cutting it down. A tear in the anterior cfa wall was noted. Subsequently, a patch formation was performed, and the area was repaired. The patient was reported to be recovered. Per the physician, the valve implant procedure was a contributing factor to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID evolutfx-29 (); product type: 0195-heart valves; implant date (B)(6)2023; explant date product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. D4. Expiration date, lot number, unique identifier h4. H6. Ime/annex e code, fdm/annex b code, fdr/annex c code, fdc/annex d code, additional codes: imf/annex f health impact code f26, img/annex g code g07002 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the minimum diameter of the access vessel was 7.4 millimeter¿s (mm). Per the physician, the cause of the cfa tear was due to the non-medtronic (perclose) device, and the delivery catheter system (dcs) did not cause or contribute to the tear. Additionally, patient anatomy was not a contributing factor to the cfa tear. No additional adverse patient effects were reported.